Event description:
The customer reported the forceps elevator wire on the scope was cut. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found a gap in the adhesive on the distal end. This report is being submitted for the malfunction found during evaluation (gap in adhesive). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found a gap in the adhesive at the distal end of the scope due to the adhesive cracking and peeling caused by dropping or knocking the scope against a hard surface. The reported event (cut wire) was confirmed. The wire was found to be broken due to an external factor. In addition, the skeleton of the bending section was damaged, angulation was insufficient due to elongation of the angle wire, there was play in the angle knob due to elongation of the angle wire, there were wrinkles on the insertion part, the adhesive on the bending section cover was cracked, and there were scratches on multiple parts of the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the cracked/peeled adhesive that that was found on the distal end of the device. A definitive root cause for this issue was not established. However, it is probable that issue occurred due to the stress exerted on the device from either repeated/long-term use, or from mishandling (e.g., dropping, knocking etc.). Olympus will continue to monitor field performance for this device.